Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the lead is broken, is oversensing, and the lead integrity alert did not trigger. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and the proximal conductor was fractured. It was also noted that the distal conductor was distorted, the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism. Performance data collected from the device and have analyzed the data. Sensing - oversensing. 50 - ventricular nst<=210 ms on (B)(6) 2011 in the timeframe between 06:57:39 and 08:25:20. 18 - vf<=210 ms average v-cycle between (B)(6) 2011. Sensing - interference/noise. Ventricular short interval count v-sic=669 counts, in 0.70 day, between (B)(6) 2011. Std review - lead integrity alert triggered. Programmer data shows a lead integrity alert on (B)(6) 2011 20:28:32.